Manufacturer narrative:
Age at time of event: 18 years or older (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. A visual examination of the returned device identified that 4mm blade and pad lift were noted to have lifted on one of the blades. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16 nov 2020. It was reported that plate part was partially bent. The 50% stenosed target lesion was located in the mildly tortuous and non calcified right shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. Dilation was performed in the stenosis area at nominal pressure for 30 seconds. During removal, when the device was pulled out from the sheath, it was noted that the plate part was found to be partially bent. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that the blade was lifted.